Event description:
Additional information received indicated that leads were possibly fractured prior to replacement.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report # 1627487-2019-05787. It was reported that the patient experienced ineffective therapy due to invalid impedances. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Analysis conclusion a patient had a system replacement due to autoreducing was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference MFR. Report # 1627487-2019-05787. It was reported during follow up the patient underwent surgical intervention on (B)(6) 2019 during which the patients leads were explanted and replaced. Patient now has effective therapy.